Event description:
Through a publication associated with the use of tmj implants for post market surveillance, two complications were reported which needed revision surgeries. It is unknown based on the information provided in the file if the events were previously reported to biomet microfixation.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.